Event description:
Inability to infuse through the clave port. The primary IV set was infusing normal saline to the patient. A nitroglycerin low absorption IV set was primed with taxol and connected to the distal clave port of the primary IV set. The customer reported that the taxol primed without difficulty through the nitroglycerin low absorption set, but when connected to the primary IV set distal clave port, flow could not be established. Both sets were replaced and therapy was continued without further difficulty. There was no reported adverse event or delay in critical therapy. Though requested, no additional information was available.